Manufacturer narrative:
(B)(4). Please also note that the manufacturer could not determine which lot number corresponded to the podj coil that encountered resistance and became stuck in the diagnostic catheter and which lot number corresponded to the podj coil did not take its intended shape completely in the correct vessel. Therefore, the same evaluation codes will be provided on this report and the associated report listed below. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00608. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat numerous large varices using pod packing coils (podj coils). During the procedure, the physician successfully deployed and detached initial podj coils into the patient using a lantern delivery microcatheter (lantern). The physician then moved his diagnostic catheter to treat another varices and attempted to advance a new podj coil through the diagnostic catheter without using the lantern. While attempting to advance the podj coil through the diagnostic catheter, the physician encountered resistance and the coil became stuck partway in the catheter. The diagnostic catheter containing the podj coil was then removed from the patient¿s body. Next, the physician deployed and detached several additional podj coils into the varices using the lantern. The physician then moved to another branch and attempted to deploy a new podj coil; however, the coil did not take its intended shape completely in the correct vessel. Therefore, the physician used a snare device to remove the coil and successfully completed the procedure using additional podj coils and the same lantern. There was no report of an adverse effect to the patient.